Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient was using a tandem t: slim x2 insulin pump at the time of the event. According to the patient, on (B)(6) 2026, the cgm displayed a ¿low¿ glucose alert. The patient did not experience any symptoms at that time and performed a fingerstick blood glucose (fsbg) which showed 474 mg/dl. Concerned about the discrepancy, the patient went to the emergency department (ed) with her husband. Upon arrival at the ed, a fsbg showed 500 mg/dl. The patient was unable to recall the cgm reading obtained during the ed visit. The patient received IV insulin to lower blood glucose levels and remained in the ed for approximately 5 hours. Prior to discharge, a fsbg showed 115 mg/dl and reported feeling well following the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator at the ed. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.